Event description:
A surgery coordinator reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event resolved following an iol exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 03/28/2012 and 04/11/2012 by phone, fax, and mail. A completed questionnaire was received on 04/16/2012. (B)(4).